Event description:
This report summarizes one malfunction event. A review of the event indicated that model u357564 pta balloon dilatation catheter allegedly ruptured circumferentially. These report was received from one source. Of the one event, did involved patient with no reported patient injury. The patients' age ranged from 74 years, weight was 161 lbs. Of the reported patients, one was male.

Manufacturer narrative:
H10: the device(s) has been returned for evaluation; the investigation is confirmed for retraction problem and break. However, the investigation is inconclusive for the reported material rupture as no circumferential rupture was identified on the sample. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: g4 h11: h6(method, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the one reported event, the one device was returned to bd and evaluated. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model u357564 pta balloon dilatation catheter allegedly ruptured circumferentially. This report was received from one source. Of the one event, did involve patient with no reported patient injury. The patients' age ranged from (B)(6), weight was (B)(6). Of the reported patients, one was male.